Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer evaluated the device at the customer site. Once the outcome of the evaluation is confirmed a follow up report will be submitted.

Event description:
Device user (du) reported that the ascites pump was not running and that blood had been accumulating at the bottom of the liver bowl for approximately 15 minutes. Du attempted wetting the ascites pump sensor and adjusting placement of tubing with no success. Clinical specialist (cs) confirmed the graphical user interface (gui) screen indicated the ascites pump was on, but it was not actively running. Du stopped and then restarted perfusion, after which the ascites pump began to function properly.

Manufacturer narrative:
The service engineer (se) did not observe any issues during the device evaluation. The se replaced the ascites pump and then performed functional tests. The device passed functional testing. Se was unable to reproduce reported issue.

Event description:
Device user (du) reported that the ascites pump was not running and that blood had been accumulating at the bottom of the liver bowl for approximately 15 minutes. Du attempted wetting the ascites pump sensor and adjusting placement of tubing with no success. Clinical specialist (cs) confirmed the graphical user interface (gui) screen indicated the ascites pump was on, but it was not actively running. Du stopped and then restarted perfusion, after which the ascites pump began to function properly.